Manufacturer narrative:
Visual inspection found that both the front and rear housing were damaged. Replace damaged front and rear housing. The bleeding lcd is included with the replacement of the front housing. No issues were found with no disposable alarm, however, the upstream sensor will be recalibrated as preventive measure.

Event description:
It was reported that cadd legacy plus pump have an alarm suggesting an issue with the disposable cassette. No death or serious injury was reported in connection with this incident.